Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in lithuania that prior to an arthroscopy procedure on 12/7/20, the hd epscp,4.0,30,167 lens was damaged and had an unclear view. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the lens of a hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) was damaged and had unclear view. Per service reports, this complaint can be confirmed. It was found during evaluation that the optics were damaged. Further, distal tip was damaged. The optics and distal tip were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The physical damage to the device is most likely a result of user mishandling of the device or a probable fall. A manufacturing record evaluation was performed for the finished device serial number (1381305), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.